Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Event description:
Device report from synthes (B)(4) reports and event in (B)(6) as follows: the surgeon reported a severe contraction and inversion on (B)(6) 2013 after an anterior tibia procedure performed three weeks earlier. The surgeon also reported that there was an attempt to remove the distractor, but the thread of the holding sleeve fixing the proximal seldrill on the distractor was wrenched off. As a result, the holding sleeve and seldrill became stuck and couldn¿t separate. Although the surgeon removed the holding sleeve and seldrill, inserted a replacement into another spot and constructed the delta frame the patient received an unnecessary hole of 5 mm in diameter on the tibial diaphysis. This report is for an unknown screw. This report is 2 of 2 for complaint (B)(4).